Event description:
Reported via patient call center. It was reported hypotension and arrythmia occurred post procedure. An advocate for the patient reported that, a patient was reported to have been admitted to a hospital for unknown reasons. The treating physician decided patient needed a watchman left atrial appendage closure (laac) device. The patient was transferred to another facility for the laac procedure with the watchman device. A 27mm watchman flx pro closure device was implanted in the laa on (B)(6) 2025. Post procedure, while the patient was in the intensive care unit (ICU), the patient decompensated with low blood pressure and arrythmias. Due to increased acuity of patient, the patient was transferred back to the original hospital. The patient was reported to have recovered slightly and was then transferred to a rehabilitation center. The patient was reported to have decompensated again and subsequently needed a pacemaker. The patient was then transferred to an undisclosed facility for pacemaker implant and is now a resident at the rehabilitation center. The patient was reported to be no longer able to live alone and will be moved to a facility closer to family. No further information was provided.